Event description:
The customer called to report that she was hospitalized for diabetic ketoacidosis with blood glucose levels of 600 mg/dl. The customer was having a difficult time with her blood glucose levels one day prior to being hospitalized. Troubleshooting was performed. Found that the customer changes the infusion sets every five days. No alarms found in the history. The customer declined further troubleshooting. Advised the customer to change the infusion sets every two to three days. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a cracked reservoir tube lip and scratched display window.